Event description:
Terumo medical corporation received the following information: it was reported that the operation was carried out step by step. When inserting the sheath tube, it was found that the crease of the product sheath tube was quite severe. Then, the option of breaking the skin and inserting the sheath tube was chosen. After the skin was broken, the sheath tube entered the blood vessel. However, when inserting the carrier tube, it could not be sent in no matter what, resulting in the failure of the closure. They replaced the device with a new one and the operation was successful. There was no blood loss. The type of procedure performed prior to the use of the angio-seal was a percutaneous coronary intervention. A 6fr procedure sheath was used. A pre-deployment angiogram was performed. The patient was stable.

Manufacturer narrative:
A1: a2: a4: d6a: d6b: e1: e1: e3: the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.